Event description:
It was reported by sales consultant, during procedure and insertion of a 11.0mm ti helical blade 110mm-sterile (herein-after "helical blade") through the trochanteric fixation nail (tfn), the helical blade would not advance. The surgeon removed the blade and retracted the internal locking mechanism in the nail. The helical blade was then reinserted without obstruction, and then the locking mechanism engaged as intended. The procedure was completed without any incidents reported. This is report is for a 11mm/130 deg ti cannulated trochanteric fixation nail 380mm/right-sterile. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.